Manufacturer narrative:
Concomitant medical product: dtba1qq crt-d implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had microdislodged as it appeared to have retracted slightly on x-ray and exhibited non-capture. At a subsequent follow up visit, the pacing vector was reprogrammed but with threshold measurements that were noted to have increased compared to the measurements at implant. The lead was noted to have only been capturing intermittently between the x-ray and follow up visit. The lead remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.